Manufacturer narrative:
The following other devices were also listed in this report: tibial tray; cat# unknown; lot# unknown. Femoral component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device will not be made available due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's left knee due to infection. Surgeon removed all components.